Event description:
According to the complaint, on (B)(6) 2024 samples were measured on the abl90 flex analyzer (serial number: (B)(6) and the following measurements were obtained. 1) glu: >847mg/dl (discrepant). Glu :176mg/dl (comparison). 2) k: 6.7mmol/l (discrepant). K: 4.2mmol/l (comparison). Based on these the customer had reported the glu >847mg/dl and k 6.7mmol/l as false high.

Manufacturer narrative:
Radiometer investigation showed that there are data to suggest that a clot from a patient sample have introduced a clot to the fluid pathway. However, with the provided data, radiometer were unable to determine a precise root-cause for the discrepancy in the measurements. Hence, the root cause is unknown.